Event description:
The customer reported that the unit randomly giving 100% 02 without the button being pressed. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer had the unit running for almost 1 hour and could not duplicate the issue. Product support noticed that this unit was called in about 8 months ago with a similar issue. Product support recommended performing the performance verification test. Parts that are recommended are the overlay, mmi pcb, and main pcba. This device is end of service (eos). Product support received an email back from the customer and the customer stated he was never able to replicate the issue. The biomed spoke with the director of cardiopulmonary and states since the issue was not duplicated, and all tests were performed per OEM instructions, that she was comfortable placing the unit back in service.